Event description:
It was reported that non-sustained right ventricular oversensing due to myopotential oversensing was observed via remote transmission. Programming change was made. Patient will continue to be followed-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.